Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophagogastroduodenoscopy (egd) procedure, performed on (B)(6) 2012. According to the complainant, during the procedure within the esophagus, the bands failed to deploy. The device was removed from the patient and another speedband superview super 7 multiple band ligator was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophagogastroduodenoscopy (egd) procedure. According to the complainant, the patient was in the ICU and presented bleeding prior to the procedure. The patient was sent for an egd and during the procedure, an attempt to band the varices was made. However, the bands failed to deploy. The scope was withdrawn from the patient and the case was completed with different device. The patient was brought back to their room overnight for observation and discharged the following day. There were no patient complications and the patient's condition was reported to be fine at the conclusion of the procedure. Reportedly, approximately, one and a half weeks later, the patient returned with severe bleeding. The patient was sent to surgery and the patient's current condition is fine.

Manufacturer narrative:
Correction: the exact date of the event is unknown, however, it was noted to have occurred within the last two months.

Manufacturer narrative:
The exact patient age is unknown however; it has been reported that the patient is over 18 years old. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.